Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer one of the slide rail screws was missed. A field service engineer (fse) found missing screw on one of the sliding rails, causing one side of the half-height cubie drawer to hang. A matching screw was located and reinstalled onto the sliding rail, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was broken and tilted to one side. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.